Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-01997.correction: this MDR is being submitted to correct the submitted manufacturing date under h4.additional information - this MDR is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary.complaint investigation results:a complaint investigation has been initiated under complaint investigation child record (B)(4).the batch 6009297 in question was manufactured at the osted site.device history record (DHR)review: the 6009297 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 09-oct-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned.conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 11-jun-2025. Device history record (DHR) review: the lot 6007049 was manufactured according to the work instruction (wi) 4902100 version 79 packaged in the machine 12, on 11/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-jun-2025 against harm code signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advanced life, malfunction code no malfunction describe and lot 6007049 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced hypoglycemia event on (B)(6) 2025 and was hospitalized. The blood glucose level was 1.2 mg/dl. No further information available.